Manufacturer narrative:
The reported the reported difficult or delayed activation ¿ clip deployment (difficult to deploy the clip) and unintended movement-clip open - locked could not be replicated in a testing environment due to the returned condition of the device (clip was implanted and therefore not returned). The reported mechanical jam associated with inability to remove the lock line however, was confirmed and was determined to be related to the knot identified on the lock line (material deformation). Additionally, the lock line break was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, while the inability removing the lock line resulting in difficult clip deployment appears to be the result of the observed knot (material deformation), a cause for how the knot formed could not be determined. The reported unintended movement of clip opening while locked and lock line break appear to be related to user technique/ procedural circumstances associated with attempts to remove the lock line. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a lock line jam and break, difficult deployment and the clip opening while locked. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr). A mitraclip was implanted, reducing the mr to grade 2. A second mitraclip, an xt, was placed medially to the first clip and the mr was grade 1. It was decided to move on to deployment with the xt. During lock line removal, 20 cm of the lock line was pulled when a jam occurred. Deployment was continued despite the lock line jam. The delivery catheter was attempted to be detached from the clip, but there was a lot of resistance (because the lock line was still attached). The clip opened to 70 degrees, and the lock line was detached from the clip. It was noted that the lock line broke and all pieces were removed from the anatomy. The clip delivery system (cds) was able to be removed, and the xt remained attached to both leaflets. The mr was reduced to grade 2. The patient remained stable and was under observation for potential surgery, as the mr reduction was not sufficient. As of 22feb2023, the patient will most likely be discharged. There were no adverse patient effects or clinically significant delay. No additional information was provided.